Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2016 with the following findings: review of the black box revealed multiple records of power on reset dated (B)(6) 2015. The returned battery cap was undamaged and able to fit securely on the pump to maintain electrical connection. On investigation, the pump did not power on and was completely unresponsive. Investigation was not able to fully investigate the alleged blank screen because the pump had no power. The pump cover was removed for further investigation revealing moisture corrosion on the printed circuit board, the power flex and on the power boost regulator. The battery compartment was noted to be cracked from the threads down to the case seal on the side with moisture corrosion noted inside the battery canister. A leak test failed due to a battery compartment leak.